Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper endoprosthesis placement and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2018, the patient underwent an endovascular repair of a thoracic aneurysm using gore® ctag® thoracic endoprostheses. It was reported post deployment of the ctag (tgu282820j/16008781), contrast was minimal in the left common carotid artery (lcca). It was reported that the sleeve of stentgraft may have been covering the lcca unintentionally. A metallic stent was implanted in the lcca to restore the blood flow. The patient tolerated the procedure. No further information was obtained.

Manufacturer narrative:
Corrected: additional narrative and/or corrected data.